Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer stated symptoms related to high blood glucose that were cramps. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the insulin pump had a big crack at the back of the battery compartment. Customer stated that the insulin pump was not working. No further patient complications were reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged blank display, high blood glucose, and cosmetic damage located at the battery compartment found on 22-may-2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, and self test. No blank display was noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during testing, and no unexpected battery alarms, alerts, or anomalies were noted on the event date in the history files or traces. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, moisture damage was confirmed isolated to the battery tube. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, overlay scratched, corroded battery tube, battery tube threads - cracked, and label damage. Blank display was not confirmed. Unable to verify customer's complaint for high blood glucose. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.